Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing the mesher had a bent roller holder. No harm or delay was reported. Due diligence is complete. No additional information available is indicated. At product evaluation investigation upon review bent roller holder indicated to be the comb, which was damaged. No adverse events were reported as a result of this malfunction.